Manufacturer narrative:
Clarification for b3: partial date reported as 2024. Continuation e1 phone number:(B)(6). Continuation e1 fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "rupture", "capsular contracture baker grade I" and "pain" via ultrasound. Treatment: breast lift. This record is for the left side. The device has been explanted. The device will be returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "rupture", "capsular contracture baker grade I" and "pain" via ultrasound. Treatment: breast lift. This record is for the left side. The device has been explanted. The device will be returned.